Manufacturer narrative:
There were no deviations or ooss found in the mfg process, the in-process testing, the release testing, and the environmental monitoring for lot #0012y15g. Especially, the sterility testing according to the usp/ep/jp was conducted and passed in the release testing for lot #0012y15g. According to the result above, we assured that there was no quality problem on the reported product batch (lot #0012y15g). No adverse event has been reported on the reported batch (lot #0012y15g) except for this case. There were no problems on the spec test results on releasing. We consider this event is not related to gel-one. (B)(4).

Event description:
(B)(4).